Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care physician (hcp) via a manufacturer representative (rep) regarding the patient who was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that the cause of the low impedance was not determined and that the actions/interventions taken to resolve the low impedances after reseating the lead were that the lead had been cleaned off and re-inserted into the ins, all lights were turned off in the room and the rate and the pulse width were increased. In response to the inquiry of if the low impedances had resolved, the rep reported that the impedance cleared in the post-anesthesia care unit (pacu). The rep reported that the device had not been returned as it remained in the patient and that the provided information had been confirmed with the physician/account. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported that when checking impedance intra-operatively, some values displayed an orange indicator as a result of some case pairs showing shorts. All case pairs were <(><<)>50ohms. They reran them and just c0 and c2 were showing <(><<)>50ohms. They turned off lights, cleaned the lead, reinserted it into the ins, increased amp and pw, but those steps did not resolve the impedance issues. No further device issue alleged / identified. No further patient symptoms or complications were reported.